Event description:
It was reported to philips the device could not discharge during use on a patient. Another device was used to treat the patient. Additional details have been requested. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The customer checked the device and found that the fault was caused by the failure of the external paddle set discharge button. The customer replaced the external paddle set to resolve the issue. Additional details have been requested.

Manufacturer narrative:
Reporting institution name: (B)(6) hospital affiliated to (B)(6) college of (B)(6) reporting institution phone: (B)(6). Reporter phone: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Correction: this report has been updated from serious injury to product problem. H3 other text : the customer evaluated the device and replaced the part.

Event description:
It was initially reported to philips the device could not discharge during use on a patient and was considered to be a serious injury. Additional information received from the customer clarified that the issue was discovered by the hospital during the self-examination every morning when the shift is changed. There was no patient involvement. The customer checked the device and found that the fault was caused by the failure of the external paddle set discharge button which was broken. . After the hospital found a dealer to replace the external paddle set, the equipment returned to normal use. The customer replaced the external paddle set to resolve the issue. The device remains with the customer.